Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02476). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the autotome device was unable to bow. A second autotome device was obtained and the device was also unable to bow. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; melted extrusion.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 9 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow, however, this was attributed to melted/split extrusion. During manufacturing, tome devices are 100% inspected, the melted extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.